Event description:
It was reported that during a hemicolectomy procedure, the staples were malformed. The procedure was completed with sutures. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Eval summary: the analysis results found that the device was rec'd in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.